Event description:
This ra lead was implanted on (B)(6) 2008, and was taken out of service on (B)(6) 2011. Additional information received stated that this lead was explanted on (B)(6) 2017, due to infection. The physician was dr. (B)(6), at (B)(6) medical center. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).